Event description:
It was reported that on (B)(6) 2006, the patient had a surgical procedure to treat urinary incontinence, rectocele, cystocele, and vaginal vault prolapse and mesh was implanted. The patient experienced erosion of the mesh material, bleeding, dyspareunia, and pain. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat cystocele, rectocele, urinary infection, and vaginal vault prolapse and a mesh was implanted. Outcomes are reported as erosion, infection, and bleeding (B)(4).

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch # 10100202317. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion patient experienced recurrence. It was reported that patient underwent vaginal mesh excision on (B)(6) 2012 by dr. (B)(6) at (B)(6).

Event description:
It was reported that following insertion patient experienced recurrence. It was reported that patient underwent vaginal mesh excision on (B)(6) 2012 by dr. (B)(6) at (B)(6).